Event description:
It was reported that the gastrointestinal videoscope was blocked with adhesive. The reported issue was discovered during set up and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. The nozzle was blocked. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. Furthermore, it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.